Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Event description:
It was reported that a large residual fluid remained in bag for the past 5 days since last tubing change on (B)(6) 2022. Writer changed tubing with different lot number today. Measured residual fluid amount after all doses given--185 mls. Writer changed tubing with different lot number, will continue to monitor performance of the cadd pump. No patient injury was reported. No patient information is requested/ entered as this is considered confidential in (B)(6).

Manufacturer narrative:
Other, other text: h6: updated. H10: a product sample was received for evaluation. Visual and functional testing were performed. The sample did not contain the blue clip; no damage was found on the components. Upon functional testing the device passed without discrepancy and the reported problem could not be duplicated. No device problem was found. Therefore the root cause could not be determined. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No actions were taken as the reported problem was not confirmed.